Event description:
Type of procedure preformed: ni. "She [name] stated that product would grab the tissue but it will not cut the tissue. She also mentioned this has happen in different cases." Five non-sterile units were returned to applied medical. The facility only provided information for four complaint units. Attempts were made to reach out to the facility and determine if there were complaints with all five of the returned non-sterile units. The facility has not responded. Per request of [name], applied medical engineer ii, complaint # (B)(4) has been created to document the fifth returned unit. The facility gets their product from a warehouse for [user facility]. Additional information received via phone on 11may2021 from applied medical account manager I. The rep spoke with the facility contact, [name]. [Name] does not know why five non-sterile units were returned or if there was a complaint with all five units. Patient status: na. Type of intervention: na.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. However, testing was unable to be performed due to the condition of the returned unit. The shaft of the returned unit was bent significantly, which made it impossible to actuate. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event based on the description of the event and evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Manufacturer narrative:
The event unit has returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: ni. She [name] stated that product would grab the tissue but it will not cut the tissue. She also mentioned this has happen in different cases. Five non-sterile units were returned to applied medical. The facility only provided information for four complaint units. Attempts were made to reach out to the facility and determine if there were complaints with all five of the returned non-sterile units. The facility has not responded. Per request of [name] applied medical engineer ii, complaint #: (B)(4) has been created to document the fifth returned unit. Patient status: na. Type of intervention: na.